Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined troubleshooting from tandem technical support. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) level was 100-200's mg/dl.